Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8709 sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8590-1, lot# n245870, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported the patient was going to have surgery in a couple of weeks. It was noted the patient was getting a replacement on (B)(6) 2014. The reporter stated they had a lot of scar tissue and they were poked five times to get the medicine in the pump. The reporter further stated their healthcare professional was either moving the pump or replacing it. It was noted the patient was not sure if the pump was being replaced or relocated. It was further noted the patient saw their hcp yesterday. The reporter stated they told their hcp they thought a personal therapy manager (ptm) would be good for them. The pump contained fentanyl, bupivacaine, and dilaudid (hydromorphone). Additional information received reported the hcp had difficulty locating the septum. The reporter stated the pump was too deep and they angled the needle to the hub. It was noted the patient tried to lose weight. It was further noted the patient had not got the pump replaced yet. Additional information was requested, but was not available as of the date of this report.